Event description:
It was reported that the lead was replaced due to an impedance decrease, which indicated an insulation compromise. Oversensing was also noted; however, there were no inappropriate detections.